Event description:
It was reported that a participant in the ilet experience study experienced hyperglycemia, describing blood glucose remaining over 300 mg/dl for more than two hours, with no alerts or alarms reported and the cause unclear; additional information from the customer has been requested. Symptoms included hyperglycemia. Outcomes included no reported hospitalization or long-term impairment. Investigation included internal review of the event details and request for blood glucose and event context information. Investigation of this case revealed that the cause of the hyperglycemia was not determined based on the information available, and no device malfunction or specific component issue has been identified. It was concluded, based on previously established findings for similar reports, that the cause was indeterminable. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.